Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip extra care with poliseal (formulation (B)(4)) gel for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the event was unresolved. Super poligrip is manufactured in (B)(4). The lot numbers for this product are known. The pt indicated she will return the product for quality assurance testing. However, at this time the product has not been received. (B)(4).

Manufacturer narrative:
Additional lot # r08364.